Event description:
It was reported that the usb cable was bent and would no longer work to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose value was 90 mg/dl. Replacement cable was sent to customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.